Event description:
(As was reported to co's sales rep by the user facility). On monday (1/20/98) a crna, pressure tested co's vital signs circuit before the beginning of a surgical procedure. As a result, a new circuit was retrieved and the case proceeded. A second issue regarding small pin size holes in the procedure circuit limbs was reported by an anesthesiologist between 1/20/98 and 1/22/98. Anesthesiologist states that the circuit was pressure tested before the case and no leaks were identified. Midway through the case a crna identified the smell of the anesthetic agent in the or suite. Anesthesiologist stated he visually checked the connections of the inspiratory and expiratory limbs of the circuits, checked the soda lime cannister for leaks. Anesthesiologist stated he increased the flow of all gases to compensate for the leak, however, pressure continued to drop and the crna visually identified small pin holes on the circuit limbs. The holes were taped and the procedure was completed. Only one circuit sample involved of the three incidents was recovered.